Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported by tandem that the patient got hospitalized due to sensor inaccuracy. She uses tandem tslim in modified closed loop. While driving, she passed out. Someone called 911 and took her to the hospital by an ambulance. At the hospital, her bgm was taken and it was at 30 mg/dl but was not able to compare with the cgm. This complaint documents that at an unspecified moment, the cgm was 177 mg/dl. The patient didn't know the medications given to her and stayed overnight in the intensive care. She was stable during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.